Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the drill locks up and will not drill the needle in; seems to lock down as if the battery is dead. A back up driver was not available. The patient is deceased.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. The driver was received in storage cradle. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.82, insertion 2: 4.43, insertion 3: 4.38, other remarks: hard profile (105 lbs/ft3) insertion 1: 9.50, insertion 2: 9.19, insertion 3: 9.00. The driver successfully negotiated both the soft and hard saw bone insertion testing while maintaining a green solid light. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance was not performed as the documentation was not available. The complaint, "drill locks up" cannot be confirmed. Functional testing has validated no fault found with this driver. No correcti ve/preventative actions will be assigned.

Event description:
Reported issue: the drill locks up and will not drill the needle in; seems to lock down as if the battery is dead. A back up driver was not available. The patient is deceased.